Event description:
See initial report.

Manufacturer narrative:
H.10: based on follow up communications under previous complaints, device was cleaned regularly per the instruction for use and it was placed inside the operating theatre during use with the fan positioned away from patient at an estimate distance from the surgery field of two (2) meters. Moreover, the hospital is user of reusable blankets which may have caused/contributed to the reported contamination.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection, and cleaning of heater-cooler devices. The z number is z-2076/2081-2015 livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6).livanova initiated an investigation. A review of the DHR did not identify any deviations, or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.